Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose with blood glucose level of 14 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by potassium, glucose, insulin. The customer also reported that pump was over delivering on her bolus. When giving a bolus, twice the insulin pump had given her the whole reservoir filled with insulin which resulted in a hospital stay. Customer declined to troubleshoot for low blood glucose. Insulin pump will not be returned for analysis.